Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube, air bubbles in gel, tubes/extender with molding defects the foreign matter event occurred 125 times. The air bubbles in the gel event occurred 74 times. The tubes/extenders with molding defects even occurred 5 times. The dirty tubes event occurred 118 times. The following information was provided by the initial reporter: ¿fm in gel x7, damaged tube x1, defective marking x5, dirty tube x118, air bubbles in gel x74 ¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube, air bubbles in gel, tubes/extender with molding defects the foreign matter event occurred 125 times. The air bubbles in the gel event occurred 74 times. The tubes/extenders with molding defects even occurred 5 times. The dirty tubes event occurred 118 times. The following information was provided by the initial reporter: ¿fm in gel x7, damaged tube x1, defective marking x5, dirty tube x118, air bubbles in gel x74."